Event description:
It was reported that a patient's right ventricular (rv) lead exhibited oversensing noise. No changes or interventions were reported. There were no patient consequences.

Event description:
Additional information received notes recurring oversensing noise on the right ventricular (rv) lead. Rv lead fracture was suspected. High voltage therapies were turned off in (B)(6) 2025. On (B)(6) 2025, the physician elected to explant and replace the rv lead. The patient was stable following the procedure.